Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump delivered a bolus of 10 units that the customer did not program. Reviewed the bolus history, and found that this has happened three other times. Advised the caller that the insulin pump would be replaced. Nothing further was reported.